Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during a vascular stent graft deployment procedure to treat a splenic artery aneurysm the stent graft allegedly failed to deploy and the shaft of the delivery system allegedly fractured. Reportedly, another vascular stent graft delivery system was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: based on the information available and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: stent graft delivery system was returned for evaluation. The reported impossibility to deploy the stent graft was confirmed. The stent graft was found only partially deployed upon sample receipt. The condition of the delivery system, in particular the fractured and elongated outer sheath, indicates that increased deployment forces occurred during the attempt to deploy the stent graft. No manufacturing related issue could be confirmed. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the current labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment." And "a super stiff guide wire is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." The reported application represents an off label use of the device. Based on the IFU supplied with this product, the stent graft is indicated for treatment of residual stenosis; dissection; detached arteriosclerotic plaque material and luminal obstruction; occlusion and restenosis or reocclusion. The safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during a vascular stent graft deployment procedure to treat a splenic artery aneurysm the stent graft allegedly failed to deploy and the shaft of the delivery system allegedly fractured. Reportedly, another vascular stent graft delivery system was used to complete the procedure. There was no reported patient injury.